Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient was implanted with altis on (B)(6) 2020. The patient reportedly experienced pressure and cramping in bladder x 1 month, nocturia, cystitis, overactive bladder, hematuria, vaginal discharge, incomplete voiding, frequency, urgency, some vaginal spotting, recurrent urinary tract infections. On exam palpable left arm of the sling with probable superficial extrusion, completely exposed mesh into the vaginal mucosa and vaginal atrophy with presence of granuloma. Revision of altis by excision and cystoscopy under general anesthesia in 2024. Granulation tissue/chronic inflammatory tissue surrounding the mesh. Pathology specimens: vaginal granuloma - 1.7 x 1.3 x 0.3 cm fragment of tan-pink, smooth, glistening tissue with tan-pink to focally hemorrhagic, soft, cut surfaces. Two tan, plastic fragments of mesh-like material measuring 1.3 x 1.2 x 0.2 cm and 1.9 x 1.4 x 0.2 cm, each with embedded tan-pink to hemorrhagic soft tissue. Post procedure urinary analysis with blood trace, protein trace and leukocytes large.